Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy connector to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the therapy connector on their device is damaged. As a result, defibrillation therapy may not be available if needed there was no patient use reported with the event.